Manufacturer narrative:
Upon review of the picture sent from the customer the urethane cover bubbled on the entire mattress but did exposing the inside of the mattress cover but not foam of the mattress. A new mattress is due to ship to the customer on 11/20/2014. This problem has been assigned to CAPA (B)(4), and a follow-up report will be submitted upon completion of the corrective action.

Event description:
Upon receipt of the recall packet and follow up to the customer the firm was notified that the customer had a delaminated mattress.